Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 900 mg/dl. Customer blood glucose reading while admitted was 900 mg/dl. Customer had diabetic ketoacidosis. The cause of the high blood glucose reading was under-delivery. After troubleshooting, the insulin exited. Customer was not able to change or remove set during troubleshooting. Customer was treated in the hospital. Customer was dispatched on (B)(6) 2020. Customer admitted was admitted in the hospital by their own. Customer was admitted 15 days in the hospital. Customer has been using insulin pump system within 48 hours of reported high bg event the name of the hospital is (B)(6) hospital in (B)(6) the hospital phone number is unknown. Customer was treated with syringes. Customer did not mention if they use the auto mode feature. The product will not be retuning for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08665 inches. A test p-cap and reservoir does lock into place inside the reservoir compartment properly.